Event description:
A liquid nitrogen canister exploded in a supply closet. No staff or patient harm. Reported to manufacturer that there were ongoing problems with this tank. The clinician thought perhaps the issue was with the withdrawal device on the tank.